Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties occurred. Vascular access was obtained through the femoral artery. The de novo, concentric target lesion was located in the severely calcified left anterior descending (lad). The physician advanced a 3.0 x 10 mm flextome cutting balloon catheter to the lesion, the device was inflated multiple times within nominal pressure, rotating the balloon between inflations, when a rupture occurred. During removal resistance was encountered. The physician advanced a guide wire along the device and managed to remove the device with "force". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified that a blade was bent. All blades were present and fully bonded to the balloon. Shaft kinks were present approximately 19.2cm, 20.2cm, and 20.7cm from the catheter tip. The shaft immediately proximal to the exchange port was severely twisted approximately 24.1 -24.3cm inclusive from the catheter tip. This is consistent with device rotations during the procedure. The midshaft was kinked 28.8cm from the catheter tip. A severe hypotube kink was present 54cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. An attempt to inflate the balloon was not performed due to the severe kinking and twisting of the shaft however the balloon was immersed in water and air bubbles were identified coming from the balloon. A further microscopic examination identified a balloon pinhole approximately 6mm proximal from the distal edge of the blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).